Event description:
During an svt procedure using the ensite x system in navx mode, communication issues were noted which caused delays to treatment. It was noted that there were no EKG signals displayed, only a pink line, on the ensite computer but the recording system did have EKG signals. There were no error messages displayed on the system and the patches were able to be validated successfully. The EKG and patch connections to the surface link and the amplifier were checked. It was the noted that the signals would appear when the right leg patch was disconnected but they would disappear when connected again. The right leg patch was replaced, the system was rebooted and a new study was started with no resolution. The EKG cable was replaced with no resolution. The surface link was replaced with no resolution. A new reference patch was put on the patient and the EKG signals showed up immediately and the issue was resolved. Revalidation was done but the system would not allow that due to a left leg patch issue so the left leg patch was replaced as well. The system was rebooted and a new study was started. This was successful and the procedure was started appropriately. Later in the procedure, some error messages were displayed on the screen and the case was exited. The message read: "unexpected error occurred. Application exited" and "destroyed while thread is still running". The system was rebooted and a new study was started. The procedure continued without any further issues. There were no adverse consequences to the patient.

Manufacturer narrative:
One ensite x surface electrode kit system reference electrode was received for evaluation. The left leg patch was also returned. The system reference electrode read as an open circuit due to a fractured wire in the connector socket. The left leg patch displayed continuity with no open circuits detected. In addition, the patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.